Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device showed the device recorded a charge circuit timeout on (B)(6) 2010. Device analysis found that prior to the charge circuit timeout, a vf (ventricular fibrillation) episode was induced and captured in episode #1. This episode spontaneously aborted where the vsense (vs) that aborted the therapy occurred immediately after the charge end (ce) for therapy #1. An aborted therapy with a ce marker occurring simultaneously with a ventricular event marker is the signature for the charge time-out issue. This episode charge to 20j in 3.69 seconds. A second vf episode (#2) was then induced. This episode spontaneously aborted after 14.33 seconds of charging only 1 minute later. After this a manual charge was attempted that led to the charge timeout and was logged in the patient alert log mentioned above.

Event description:
It was reported the device had an excessive charge time issue. When the device was implanted it was not tested. When the device was tested four days later the 50hz induction was successful, then the episode aborted. The next induction resulted in extended charge time of greater than 14 seconds for a 20 joule charge. The patient required an external shock. It was also reported that a capacitor formation was performed and a charge circuit time out occurred. The device was removed and replaced. No further patient complications were reported as a result of this event.